Event description:
According to the customer, "the patient had a foley inserted by urologist for a robotic prostatectomy. The balloon needs to be deflated mid-surgery for removal after prostate is excised."

Manufacturer narrative:
According to the customer, "the patient had a foley inserted by urologist for a robotic prostatectomy. The balloon needs to be deflated mid-surgery for removal after prostate is excised. Rnfa at sterile field could not get the foley to deflate-syringe would not draw back. Then they cut the foley (across both channels) and the balloon still did not deflate. The surgeon injected mineral oil to pop balloon and foley was able to be removed. There was no injury/issues". A sample is not available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.